Manufacturer narrative:
The following was control tests were performed by the customer: strip lot 477185 control results: control tests performed 8:04 pm on (B)(6) 2019. Controls opened within 30 days. L1=pass (control lot 80100568). L2=pass (control lot 80100572). Strip lot 477723 control results: control tests performed 7:33 pm on (B)(6) 2019. Controls opened within 30 days. L1=45 mg/dl (range 30 mg/dl - 60 mg/dl) (control lot 80100568). L2= 307 mg/dl (range 261 mg/dl - 353 mg/dl) (control lot 80100572). The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customers meter was returned for investigation. The following control tests investigation results were: returned meter ((B)(4)): level 1 (30-60 mg/dl) :46 mg/dl, 47 mg/dl, 46 mg/dl. Level 2 (261-353 mg/dl) : 319 mg/dl, 313 mg/dl, 312 mg/dl. Returned meter((B)(4)): level 1 (30-60 mg/dl) : 45 mg/dl, 45 mg/dl, 45 mg/dl. Level 2 (261-353 mg/dl) : 310 mg/dl, 305 mg/dl, 308 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result, for an (B)(6), with accu-chek inform ii meter serial number (B)(4) when compared to an accu-chek inform ii meter serial number (B)(4) result. At 5:34 a.m. Meter (B)(4) (strip lot 477185) result was 26 mg/dl and at 5:35 a.m. Meter (B)(4) (strip lot 477723) result was 67 mg/dl. The customer questioned the first result as being too low and repeated the test. The patients current condition is unharmed and fine.